Event description:
It was reported that patient experienced difficulty and frequent charging of the ipg. The patient experienced loss of stimulation and the ipg had migrated that was confirmed via x-ray. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.